Manufacturer narrative:
Device evaluation summary: the following part was returned for failure investigation: pneumatics interface printed circuit board (pcb) the pneumatics interface pcb was visually inspected and showed no anomalies. The pneumatics interface pcb was functionally tested and no malfunction or product deficiency was identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator did not pass the power on self-test (post) and generated an exhalation flow sensor error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and replaced the pneumatic interface printed circuit board and downloaded software. The se performed extended self-testing on the device and all tests passed.